Manufacturer narrative:
Analysis of programming history.

Event description:
During the review of the patient's programming history an anomaly was observed. On (B)(6) 2006, a faulted diagnostic test occurred which caused a change to the patient's settings. The patient was re-programmed immediately following the faulted test, without an interrogation; however the patient's output current was not programmed back on. The patient left the appointment programmed to 0.0ma, when the patient was initially interrogated at 2.0ma. The patient's settings were not corrected until (B)(6) 2006.